Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube and scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having difficulties with the infusion set. The caller stated that insulin squirted out and the insulin pump alarmed. The blood glucose reading was 193mg/dl. The customer stated that the insulin pump also was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was flush. No further information was provided.